Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with elecsys hcg test system on a cobas e 411 immunoassay analyzer. The sample initially resulted with an hcg value of 2.20 miu/ml, which was reported outside of the laboratory to the physician. The physician questioned the value since it was different than the patient's previous value. The sample was repeated, resulting with a value of > 10000 miu/ml. The sample was diluted and repeated again, resulting with a value of 21529 miu/ml. No adverse events were alleged to have occurred with the patient.